Event description:
Allegedly fracture of the modular neck prosthesis two years after primary hip arthroplasty.

Manufacturer narrative:
The investigation is not complete. Additional info has been requested. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is completed. This event occurred in other country.